Manufacturer narrative:
(B)(4) date sent: 2/2/2021 d4: batch # u5cd4l h6: component code: mechanical(g04) investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60g reload (a) was returned unfired with 6 double drivers out of position and 6 double drivers missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from right proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during the sleeve gastrectomy surgery, when severing stomach tissue, after fired, noted staples malformed. Changed to another ecr60g to continue the surgery, the same problem happened again. Changed the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.